Manufacturer narrative:
The returned nozzle unit has been investigated. The nozzle unit is part of the gas module which regulates the inspiratory gas flow to the pt. The nozzle unit consists of a membrane, mouthpiece and a feather spring. The feather spring was broken and this caused the reported pre-use check failure. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the pt circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This feather spring failed prematurely, the next preventive maintenance was due in 267 hours. The cause of the breakage of the nozzle unit's feather spring could not be determined.